Event description:
It was reported that the patient presented to the hospital for an unrelated device change out procedure. During the procedure, it was noted that the right atrial lead was fractured. The lead was capped and replaced. The patient was in stable condition during and post procedure.